Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to push like I was giving birth until the tampon came out partially [foreign body in reproductive tract]. Went to take my tampon out, couldn't find the string. Eventually, I had to push like I was giving birth until the tampon came out partially and pulled it out with my fingers the rest of the way [complication of device removal]. Tampon was in the applicator upside down, as in string side first [device physical property issue]. Case description: consumer sent email stating she went to take the tampon out but could not find the string; the tampon had been in the applicator upside down, as in string side first. No serious injury was reported.